Event description:
It was later reported that the patient had a catheter revision on (B)(6) 2011 due to a ¿catheter malfunction¿. The healthcare provider (hcp) had done a workup and found that the catheter had no flow. During the revision it was noticed that the catheter had kinked on the strain relief on the pin connector that had been used. The catheter was disconnected and flow was immediately seen. It was also suspected that there was a kink in the other section of the catheter. It was decided to replace the old catheter. The patient had another catheter revision on (B)(6) 2011 due to an extruded catheter. The patient presented with loss of function and progressive withdrawal. An x-ray showed the catheter to have been extruded. The catheter was replaced. The patient again had a catheter revision on (B)(6) 2013 due to a disconnected catheter. The patient again had lost drug effect. Aspiration of the catheter was attempted and there was no flow. It was found that the catheter had disconnected from the pump and was indicated that the disconnection had been leaking. The catheter was reconnected to the pump and aspiration/injection was successful. During an appointment on (B)(6) 2013 a x-ray showed an intact system but aspiration of the catheter access port (cap) had no flow. The hcp admitted the patient to the hospital for withdrawal. The patient had several doctor visits from (B)(6) 2012 to (B)(6) 2013 due to repeated withdrawals and lack of pain relief. The patient had presented with symptoms of pain, nausea, vomiting, diarrhea, shaking, ¿feeling terrible¿, tachycardia, anxiety, ¿feeling like her mind is racing¿, very jittery, agitation, irritability, painful and swollen knuckles and joints with some swelling around the pump, itching and rash. During many of the office visits the dilaudid dose was increased and the hcp intended on titrating the patient¿s dose until the patient received effective relief. The patient was allergic to several things that may have brought the patient relief but could not be prescribed. The hcp prescribed the patient a fentanyl patch and recommended a medrol dosepak. The patient was also prescribed oral oxycodone. As of (B)(6) 2013 the patient still believed something was not right and was still not getting effective relief. Due to the retirement of the patient¿s managing hcp, the patient was to be referred to another pain management to better meet her needs.

Event description:
The patient reported that since pump implant she has had ¿trouble from it¿ and had 9 surgeries related to the device. The patient stated ¿it slipped, it came undone, and then a couple times the catheter has come out of the back¿there¿s been no flow, no medicine to the pump¿. The patient felt as though she was constantly going through withdrawal and ¿it¿s been really rough¿. The patient stays in contact with her managing physician who prescribes her oral pain medication to alleviate the withdrawal symptoms; however, the patient stated that the oral medication helps, but not completely, and she would go for approximately two weeks and then ¿I¿ll start throwing up like I¿m going through total withdrawals and stuff¿. The patient stated that she still felt as though she was going through withdrawal and was still in a lot of pain. The patient had vomiting and diarrhea ¿coming out of both ends¿ for 4 days approximately 1.5-2 weeks prior to the report. The patient noted that they have not yet figured out what the problem is. The patient stated that the healthcare provider (hcp) was trying to get the dose right and ¿we don¿t know if the amount is high enough¿. The patient inquired into receiving a personal therapy manager (ptm). The patient was also seeking a new managing physician as her current physician was to retire. The device previously delivered morphine and currently delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product type catheter, product ID 8596, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter product ID: 8709 lot#, n295747009 implanted: 2011 (B)(6), product type catheter product ID: 8709 lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient had no flow in the catheter, the catheter came out, and fluid had collected around the pocket. The issues started shortly after the pump was implanted, within 6 months. The patient has had 10 surgeries. It was alleged the pump was replaced in (B)(6) 2014 because they had to replace the pump by law. A follow-up report will be submitted if more information becomes available.